Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm - leakage. Leakage occurred in the extension tubing during use (2 units). Samples can be returned, and photographs can be provided.

Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review (lot#4352310): 1) the products of this batch were assembled at intima ii auto line 2 in jan 2025, and packaged at r240 package line in jan 2025. Work order quantity was (B)(4). Ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the extension tubing batches used in this batch of products is 4328561, review the raw material inspection records, no abnormalities. 2. The customer returned 1 defective sample,the defective sample shows: the unit packaging has been opened, the sku is 383028, the batch code is 4352310.the sample has been used, microscope examination of the sample's extension tube revealed damage on the extension tube, the damage is about 5 cm from the pp connector. 3. The retained sample of this batch is taken for 45psi leakage test. The test result is within the product specifications. 4. Possible cause: 1) based on the analysis of the damaged area and condition of the returned sample extension tube, it was found that the tube was pinched by the gripping jaws of the conveyor station for loading the long catheter (s3~s6) of z6 during the IV catheter assembly process. 2) the gripping jaws at this station are made of nylon, which is prone to wear and deformation, leading to misalignment with the guiding jaws. 5. Improvement measures taken: 1) regular polishing or replacement of worn gripping jaws should be carried out. 2) replace the nylon gripping jaws with stainless steel ones to enhance jaw stability. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. After the inspection of the returned sample, it is determined that the extension tube was damaged during the IV catheter assembly process due to being pinched by the conveyor gripping jaws at z6.s3~s6. The plant has taken corrective actions and has been continuously monitoring this defect issue.